Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this pacemaker was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned data were inspected. The clinical observation was confirmed. During initial interrogation on (B)(6) 2023 at 08:13 h, ineffective pacing occurred in the ra and rv channels, with an intrinsic heart rate of about 50 bpm during the threshold test. On the same day at 09:37 h the pacemaker was re-initialized. The ram dump data obtained after re-initialization show a normal and expected pacemaker behavior. In particular, ineffective pacing was no longer present. Despite the thorough analysis, the root cause of the clinical observation is not determinable. Ram dump data before re-initialization of the pacemaker are not available for analysis. There is no indication of a pacemaker malfunction based on the available information. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the available device data show no indication of a device malfunction.

Event description:
A permanent loss of capture was observed. After the reset the pacemaker seems to work normal. A completed follow up was performed. The device remains implanted. Should additional information be received, this file will be updated.